Event description:
The customer reported the device will not charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device will not charge. There was no reported pt involvement. The 3rd party field service engineer confirmed the ac power module connector had pulled out and wires were broken. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.